Event description:
A report was received that the patient has an infection at the pocket site. The patient's symptoms were drainage at the ipg site. The physician cleaned out the pocket site and prescribed the patient IV antibiotics. The patient is doing better.